Event description:
The customer's mother reported via phone call that the customer's insulin pump was alarming no delivery. The customer had been experiencing the alarm since the day prior. The customer had already changed the infusion sets and reservoirs as well as rewound the insulin pump. However, the issue persisted. The customer had to treat their blood glucose with a manual injection. Through troubleshooting, the customer was advised that a strain on the tubing at the tubing connector cap may have contributed to the alarm. The customer stated that they had not tried all remedies. The customer was advised to monitor the insulin pump and call back if the problems persisted. The customer did not return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.